Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, and errors were observed. A global receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for internal visual inspection and it passed. During the log review it was observed that the receiver rebooted automatically and continued to perform as indicated after error recovery. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.